Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(6).

Event description:
It was reported, the patient went to the emergency room (ER) at the time of report and was told they felt the patient had some type of infection over her battery site. It was stated, the patient¿s battery site looked puffy and swollen and had no redness at the time of report. It was noted, there was an inflamed and swollen red circule the right of that patient¿s battery. It was stated, the patient¿s follow-up physician also felt there was an infection at the site and had referred the patient back to her implanting physician. Additional information reported the patient was given antibiotics at the ER for her infection. Additional information confirmed ¿a red swollen circle was observed but it was not over the battery site.¿ further information has been requested; if received a supplemental report will be filed.